Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow has to be pressed in certain ways in order to response. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer stated that he sometimes enters his carbs with the down arrow due to the up arrow issues. The customer did not recall any significant events leading to the keypad issues. The customer did not want to return or replace his pump; he first wanted to speak to his medtronic diabetes therapy consultant in regards to the eligibility process for an upgraded pump. The customer's call was transferred to his medtronic representative. No products were shipped or returned.